Event description:
The following has been reported: agilia sp mc wifi - error code 111. We had a customer get in touch to inform us that they were updating devices (agilia sp mc wifi) to 4.1 software after ppm. They were getting a high-pitched siren and an error code with drugs. Clinical account manager went to customer to review this and it appeared to occur when the user changed the syringe and restarted the infusion. The drugs that this occurred on were: noradrenaline 4 80microg/l 50kg weight profile. Alfentanil 0.5mg/ml @4ml/h. No. Times experienced: 4.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log was not provided, therefore no review could be performed. The reported device was not received in brézins for investigation. As a result, no further investigations could be carried out. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported problem was confirmed using the pictures provided. Based on the information available and since the devices concerned were not returned, the root cause of the reported problem remained unknown (not returned). To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: n/a.